Manufacturer narrative:
Final device analysis for the ins revealed no significant anomaly. It reached normal end of life. There was no telemetry or output.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was replaced due to not normal battery depletion. The patient recovered without sequela.